Event description:
Exhalation valve leak alarm continued to sound despite attempts to reset. Vent passed function test. Volumes returned to ventilator were 530cc. Patient was set at 550cc. No harm to patient. Vent passed long extended self test on 11/12/93. No apparnet leaks in pneumatic system. Ventilator did autocycle when the flow by parameter turned on raising the sensitivity to 20 cm. H20 would not correct the ventilator. Manufacturer has agreed to replace this ventilator based on equipment's recent history on incident.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-93. Service provided by: user facility biomedical/bioengineering department. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed. Results of evaluation: computer hardware problem, alarm - visual, other. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.